Manufacturer narrative:
Other, other text: one cadd solis hpca pump was returned for analysis due to failing the accuracy rate test. The accuracy test was performed. The delivery accuracy tests found the pump to be out of the published specification of plus or minus 6 percent . The pump's expulsor will be replaced in order to bring the delivery into more nominal of a range.

Event description:
Information was received that this smiths medical cadd solis hpca pump failed rate accuracy testing. No patient involvement reported.